Event description:
This is a spontaneous case report received from a physician in united states on 11-dec-2015 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. Consumer reported she had a lot of autoimmune problems and pain. She used some medications (name not available). On (B)(6) 2015 she underwent a tah (total abdominal hysterectomy) and removed essure coils. Company causality comment: this is a medically confirmed spontaneous case report that refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and had autoimmune problems and pain. She used some medications (name not available). Around 2 years later, she underwent a total abdominal hysterectomy and had essure coils removed. Autoimmune disorder and unspecified pain are serious due to their medical importance. Autoimmune disorders are unlisted and pain is listed in the reference safety information for essure. Although, no alternative explanation is available, since essure has a localized action in the fallopian tubes, it is unlikely that essure would cause autoimmune disorders. Therefore, it is assessed as unrelated to essure. However, since essure use may cause pain and there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 22-mar-2016: despite follow-up attempts, no information was obtained. Company causality comment: this is a medically confirmed spontaneous case report that refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and had autoimmune problems and pain. She used some medications (name not available). Around 2 years later, she underwent a total abdominal hysterectomy and had essure coils removed. Autoimmune disorder and unspecified pain are serious due to their medical importance. Autoimmune disorders are unlisted and pain is listed in the reference safety information for essure. Although, no alternative explanation is available, since essure has a localized action in the fallopian tubes, it is unlikely that essure would cause autoimmune disorders. Therefore, it is assessed as unrelated to essure. However, since essure use may cause pain and there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-feb-2016 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this is a medically confirmed spontaneous case report that refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and had autoimmune problems and pain. She used some medications (name not available). Around 2 years later, she underwent a total abdominal hysterectomy and had essure coils removed. Autoimmune disorder and unspecified pain are serious due to their medical importance. Autoimmune disorders are unlisted and pain is listed in the reference safety information for essure. Although, no alternative explanation is available, since essure has a localized action in the fallopian tubes, it is unlikely that essure would cause autoimmune disorders. Therefore, it is assessed as unrelated to essure. However, since essure use may cause pain and there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain/pelvic pain") and autoimmune disorder ("autoimmune problems") in an adult female patient who had essure (batch no. 932164) inserted for female sterilisation. The patient's concurrent conditions included wrist pain, enthesopathy (wrist/carpus), tendinitis, sore throat, sinus pressure, sensation of pressure in ear, nasal congestion, cough nonproductive, sinusitis, low back pain, joint pain, pain in elbow, migraine, muscle spasms, cervical radiculopathy, lumbar radiculopathy, headache, vitamin b12 deficiency, myalgia, early morning stiffness, middle insomnia, irritable bowel, gerd, numbness of upper extremities, paraesthesia, fatigue, cognitive impairment, neck pain, weight gain, malaise, sleep disturbance, memory loss, swollen glands, ache, leg cramps, stress (high level), depression, anxiety, myofascitis, chondromalacia patellae, allodynia (cutaneous), weakness of arms, burning sensation of lower limb, irritable bowel syndrome, abdominal pain, diarrhea, constipation, wisdom teeth removal, tonsillectomy, contrast media allergy, neck cramps, radiating pain, fibromyalgia, upper abdominal pain, neuropathy, myofascial pain syndrome, myositis, menses irregular with excessive bleeding and menorrhagia. Concomitant products included azithromycin, codeine phosphate;paracetamol (tylenol with codeine no.3), cholecalciferol (vitamin d3), cyanocobalamin, diphenhydramine citrate;ibuprofen (motrin pm), duloxetine hydrochloride (cymbalta), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), loratadine, meloxicam, methylprednisolone, methylprednisolone acetate (depomedrol), oral contraceptive nos and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder with essure. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-feb-2019: medical record received: lot no. Added. The coding was changed for pain nos and updated to pelvic pain female. Reporter¿s information, patient demography, lab data, medical history, concomitant drugs and treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmune problems/ autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included wrist pain, enthesopathy (wrist/carpus), tendinitis, sore throat, sinus pressure, sensation of pressure in ear, nasal congestion, cough nonproductive, sinusitis, low back pain, joint pain, pain in elbow, migraine, muscle spasms, cervical radiculopathy, lumbar radiculopathy, headache, vitamin b12 deficiency, myalgia, early morning stiffness, middle insomnia, irritable bowel, gerd, numbness of upper extremities, paraesthesia, fatigue, cognitive impairment, neck pain, weight gain, malaise, sleep disturbance, memory loss, swollen glands, ache, leg cramps, stress (high level), depression, anxiety, myofascitis, chondromalacia patellae, allodynia (cutaneous), weakness of arms, burning sensation of lower limb, irritable bowel syndrome, abdominal pain, diarrhea, constipation, wisdom teeth removal, tonsillectomy, contrast media allergy, cervical spasm, radiating pain, fibromyalgia, upper abdominal pain, neuropathy, myofascial pain syndrome, myositis, menses irregular with excessive bleeding and menorrhagia. Concomitant products included azithromycin, codeine phosphate;paracetamol (tylenol with codeine no.3), cholecalciferol (vitamin d3), cyanocobalamin, diphenhydramine citrate;ibuprofen (motrin pm), duloxetine hydrochloride (cymbalta), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), loratadine, meloxicam, methylprednisolone, methylprednisolone acetate (depomedrol), oral contraceptive nos and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), migraine ("migraines"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with ibuprofen and surgery (laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy and partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, neuromyopathy, migraine, hypoaesthesia and paraesthesia outcome was unknown. The reporter provided no causality assessment for autoimmune disorder with essure. The reporter considered hypoaesthesia, menorrhagia, migraine, neuromyopathy, paraesthesia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmune problems/ autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included wrist pain, enthesopathy (wrist/carpus), tendinitis, sore throat, sinus pressure, sensation of pressure in ear, nasal congestion, cough nonproductive, sinusitis, low back pain, joint pain, pain in elbow, migraine, muscle spasms, cervical radiculopathy, lumbar radiculopathy, headache, vitamin b12 deficiency, myalgia, early morning stiffness, middle insomnia, irritable bowel, gerd, numbness of upper extremities, paraesthesia, fatigue, cognitive impairment, neck pain, weight gain, malaise, sleep disturbance, memory loss, swollen glands, ache, leg cramps, stress (high level), depression, anxiety, myofascitis, chondromalacia patellae, allodynia (cutaneous), weakness of arms, burning sensation of lower limb, irritable bowel syndrome, abdominal pain, diarrhea, constipation, wisdom teeth removal, tonsillectomy, contrast media allergy, cervical spasm, radiating pain, fibromyalgia, upper abdominal pain, neuropathy, myofascial pain syndrome, myositis, menses irregular with excessive bleeding and menorrhagia. Concomitant products included azithromycin, codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), cyanocobalamin, diphenhydramine citrate;ibuprofen (motrin pm), duloxetine hydrochloride (cymbalta), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), loratadine, meloxicam, methylprednisolone, methylprednisolone acetate (depomedrol), oral contraceptive nos and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), migraine ("migraines"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with ibuprofen and surgery (laparoscopic supracervical hysterectomy with bilateral salpingo-oopherectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, neuromyopathy, migraine, hypoaesthesia and paraesthesia outcome was unknown. The reporter provided no causality assessment for autoimmune disorder with essure. The reporter considered hypoaesthesia, menorrhagia, migraine, neuromyopathy, paraesthesia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received. Reporter's information was added. Events added: neuromuscular problems, migraines, numbness, tingling, menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.